Event description:
The gloves were issued to the or by the medical supply personnel in logistics as an unopened package. Once these gloves were used by the doctors and nurses of the or, the proved to be not sturdy, and in fact tore while being placed on the hands. No harm was done to any pts, but this was clearly not acceptable. The gloves were then returned back to the medical supply office and this complaint was filed thereafter.